Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Low anterior resection. Gender of patient? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Known what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? The doctor said that placed the colon inside the jaws of the contour device and locked the pin. Was the device difficult to close? It was apparently. Was the device difficult to fire? It was apparently. Was the distal transection completed in one or multiple firings? One firing. Can more information be provided about staple form? How was the post-op bleeding identified? The anastomosis was made manual after the device failed and doctor said there was bleeding in the tissue where the contour cut but didn't staple. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. How was the bleeding addressed in the reoperation? What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Why does the surgeon believe the postoperative bleeding is related to the issues experienced with the contour device? It bled intra op and the doctor conclude the bleeding remained in the post op. What is the current status of the patient? Doctor said it¿s okay.

Event description:
It was reported that during a low anterior resection, the contour device was fired but at the time the staplers came out and the knife cut the tissue, the stapler line couldn't form properly in b-shape. On the contrary, the staplers remained open in u-shape. Therefore, the stapler line couldn't grab the both sides of the tissue. Fragments were generated that were easily removed. The doctor sutured manually. There was inflammation and bleeding. On october 7, the patient had to be reoperated due to bleeding in the local where the shot of the contour stapler failed.